Event description:
It was reported that the catheter snapped in the hub part. (Just the hub part returned).

Manufacturer narrative:
The complaint of a break was confirmed, but the exact mechanism of damage is unk. There was a break in the 3 fr s/l per-q-cath PICC at the distal end of the tapered tip of the hub. The 3 fr tubing was not returned for eval. Potential causes of the break include overstretching the tubing or an improper dressing technique. The product IFU provides techniques for securing the PICC to minimize the risk of catheter breakage and embolization. A chr was not completed since the lot info was not provided by the complainant.